Manufacturer narrative:
Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling of the preloaded intraocular lens (iol) the iol did not come out completely for implantation, leaving one haptic stuck in the cartridge. No harm occurred to the patient. A replacement iol was implanted. No further information was provided.